Event description:
It was reported that the pt had expired approximately after implant duration of zero days, due to unk reasons. It is unk if the death was device related. No further details were provided info learned from implant patient registry.

Manufacturer narrative:
Device not returned.